Event description:
The pump was returned for investigation. Investigation revealed that the display screen has a dim pink and fading text. This report is made based on results of investigation completed on 12/04/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: evaluation revealed the keypad is intact but ok button is slightly worn but still readable . All of the keypad button responded appropriately. There was no contamination under the buttons. The display screen also has a dim pink and fading text. (B)(6).